Event description:
Alleged the siderails are not functioning on the stretcher.

Manufacturer narrative:
The technician investigated and found the transfer gap stops were broken on both siderails and the siderail mounting hardware was loose, which prevented the siderails from latching. The technician replaced the gap stops and tightened the mounting hardware to repair the stretcher.